Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Caller also reported imprecision with inratio meter. Patient's therapeutic range: 1.9-3.2 inr.